Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sigmoid resection, the cdh29p was used for the anastomosis. When the anvil was attached to the trocar and went to approximate both bowels together, the anvil came off and had to be reattached. They had a successful fire, two donuts and a flexible sigmoidoscopy. It is unknown how procedure was completed. There were no patient consequences.